Event description:
New information received states that the right atrial lead had perforated the atrium causing a significant pericardial effusion and required mini-thoracotomy and drainage via a pericardial window. It was not a lead issue. The patient was unstable prior to procedure and was hypotensive with chest pain. The patient was stable post procedure and the condition had improved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in cardiovascular intensive care unit (cvicu) with pericardial effusion and required a pericardial window with right thoracotomy. High capture threshold was noted on the right atrial lead. The right atrial lead was explanted and replaced due to recurring pericardial effusion and high capture thresholds. The patient was in serious condition.